Event description:
During an initial implant procedure, the hex wrench was unable to fit into the set screw of the device header. The device was explanted and replaced to resolve event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of could not engage the atrial setscrew with the torque wrench to tighten the setscrew was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions that caused the user to strip the setscrew inset. After the inset is stripped, the setscrew cannot be tightened. When the inset of the setscrew is stripped there is nothing left for the wrench tip to engage to turn and tighten the setscrew. The problem was caused by incorrect use of the torque wrench by the user/physician.